Event description:
The manufacturer received information alleging "high inspiratory pressure" alarm went off and the tidal volume was not coming in when the patient took a walk in the wheelchair. There was no patient harm or injury reported with this notification. During the evaluation of the device at the manufacturer's service center, the customer's complaint was not confirmed. However, the event log was reviewed, and error codes indicating the occurrence of "high inspiratory pressure" and "volume under delivery" alarms were observed. The device failed flow verification test steps during testing. Therefore, it is determined that this issue was caused by a malfunction of the flow sensor, and the flow sensor was replaced to address the issue. Additionally, the device failed an fio2 test, due to the inline proximal filter was clogged. The inline proximal filter was replaced. The blower assembly and muffler assembly were replaced due to dirt that was observed. The system pca was replaced since the j27 of the system board had come off. And the front panel was replaced, due to the ribbon cable securing pin was broken. Periodic maintenance 1 was performed.